Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 441mg/dl which was treated with manual injection. Customer¿s current blood glucose was 320mg/dl. Customer was tired. Customer reports insulin exited at the quick release. Customer states that there was no leaks or air bubbles in tubing. Customer performed displacement test and passed. Insulin pump will not return for analysis.